Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed and did not recover. A field service engineer removed drawer 1 from the station and verified all internal connections were tight and secure ;removed rear panel from drawer 2 ; disconnected and cleaned the row board cable from the drawer 2.2 controller board; reconnected the cable and reassembled the drawer ; powered the station back on; interrupted the startup sequence at the desk; launched the hardware testing application; verified all row board connections in drawer 2.2; rebooted the station and drawer 1 came back online successfully. Drawer 1 on the main station was now fully operational and verified by pharmacy staff post-repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 1 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.